Manufacturer narrative:
One quadripolar, bi-directional, curve f-j, flexability sensor enabled ablation catheter was received for evaluation. The catheter met specifications for electrical and temperature testing, and met acceptable irrigation rates during a flow test. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported st elevation remains unknown.

Event description:
During a typical atrial flutter ablation, st elevation was noted and a stent was placed. While completing a cti line, a steam pop occurred during ablation and the patient went into a junctional rhythm with st elevation. An emergent coronary catheterization was performed showing total occlusion of the distal right coronary artery (rca). One stent was placed in the distal rca, opening the vessel and resolution of the st elevation.